Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during the functional testing and based on the archive data review. The root cause for the ua45 error was due to drive shaft not being at "home position". The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to the normal wear and tear of the platform. This might have caused the difficulty for the user to pull up the lifeband completely prior to turning the device on. The autopulse platform was manufactured in 2016 and is 4 years old. Upon visual inspection, noticed a hole on the load plate cover that affects the watertight seal, likely caused by mishandling. The observed physical damage was unrelated to the reported complaint. The load plate cover was replaced to address the observed physical damage. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The archive data review showed occurrence of ua45 error on the reported complaint date, thus confirming the reported complaint. The clutch plate was deburred, and the drive shaft was rotated to home position to clear the ua45 error message. In addition, unrelated to the reported complaint, noticed multiple ua17 (max motor on time exceeded during active operation) error messages in the archive and the error was verified and confirmed during the run-in test. The autopulse platform displayed ua17 error message multiple times during the run-in test using large resuscitation test fixture (lrtf). The autopulse platform did not reach target depth within specification. It is caused by the defective brake assembly of the drive train motor, likely due to defective component. The drive train motor was replaced to address the ua17 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. No patient involvement.